Event description:
Customer reported the canopy was in use with a pt and that there's zipper damage. The teeth do not align on one of the side panels. The customer did not specify which side panel has the damage. There was no pt incident or reported injury.

Manufacturer narrative:
(B)(4). Zipper damage. Eval: results: eval for the returned canopy shows that the panel side a window zipper slider body is open. There's subsequent damage that is not relevant to the reported claim. MFR references file # 2010-01093.